Manufacturer narrative:
(B)(4). Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure in an unspecified vessel, it was observed that during deployment of the 2.50x33 mm xience xpedition stent delivery system (sds), the balloon ruptured. No adverse patient effects were reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and functional analysis of the balloon was performed. Testing was unable to confirm a balloon rupture, as the root cause for the leak reported was a hole/tear in the distal balloon seal. A query of the complaint handling database revealed no similar events reported for balloon rupture from this lot. There were no non-conforming material reports issued for lot release testing failures. All lot release testing met specification. This incident appears to be an isolated incident. The performance of these devices will continue to be monitored per site operating procedures.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery that was a chronic total occlusion (cto). Predilatation was performed prior to stenting. The 2.5x33 mm xience xpedition stent delivery system easily crossed the lesion. During deployment of the xience xpedition stent, starting at 10 atmospheres it was observed that the balloon was leaking, confirming a balloon rupture had occurred; however, the stent implant was deployed in the lesion. Due to the rupture, a high pressure 2.75x12 mm balloon was used for unplanned post-dilatation of the stent. No adverse patient effects occurred; however, a clinically significant delay in the procedure was reported. No additional information was provided.